Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device is not helping their symptoms. Patient said they had a bad fall. Patient said since the fall they have not been able to feel stimulation at all. Patient has tried adjusting stimulation. The patient was redirected to their healthcare provider to further address the issue.